Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the received product consisted of a guidewire. The guidewire was twisted and tangled and the spring on the distal end was unraveled. The proximal section of the guidewire was received. The distal section which the clinical observation stated broke off was not received. The guidewire length measured at 180mm. Analysis has concluded that the most probable root cause of the clinical observation was likely that the guidewire's performance was limited by interaction with patient anatomy, interaction with other devices, or other procedural factors.

Manufacturer narrative:
To date, the attempted lead and guidewire have not been received at boston scientific. Upon receipt, the products will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during the implant procedure; this left ventricular lead was placed over the 7082 guidewire. After positioning, the guidewire was attempted to be removed from the lead; however, the tip of the guidewire could not be retracted through the lead. The guidewire then separated leaving the tip of the wire at the tip of the lead. Approximately 10 mm of the wire was stuck in the lead while the rest of the wire was easily removed. The left ventricular lead was then removed from the patient. The distal portion of the 7082 guidewire was then removed from the tip of the lead. No material was left in the patient. A new competitor's guidewire was then used to check the lead outside of the patient for smooth movement. The lead behaviour was described as somewhat 'sticky'. Therefore, the left ventricular lead was replaced and the procedure was successfully completed. The attempted left ventricular lead and guidewire were returned for analysis. No adverse patient effects were reported.